Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt responded to sound with his cochlear implant in (B)(6) 2014, but since (B)(6) 2015, he no longer has access to sound.